Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a respiratory surgery procedure, when the handle and reload were connected and attempted to be fired, the device did not fire. The surgeon was also noted to be unable to squeeze the handle. Another reload was used but the same issue occurred, a new handle was used to complete the procedure. The event occurred during the procedure but the device was not used on the patient. There was no patient injury.